Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, there were inaccuracies between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the upper buttock on (B)(6) 2017. Reportedly, the patient did not calibrate after the inaccuracy. No additional event or patient information is available. Data was provided, however the report of an inaccuracy could not be confirmed. A probable cause could not be determined via data. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again.